Event description:
On 03/06/07, the company rec'd a report where it was alleged that paramedics arrived at the home of a pt with no vital signs. The paramedic reported that upon arrival, the pt had no vitals, so the paramedic elected to intubate the pt with a emergency medicine tube (emt) device. The paramedic attempted to deliver unspecified medication to the pt via emt, but there was a reported "obstruction" in the injection port preventing flow of medication. The caller stated that the paramedic elected to remove the resuscitator bag from the emt and administer medication through the 15mm connector portion of the tube. The caller alleged that "failure of injection port" delayed medication delivery. The pt was pronounced dead. No information regarding the time of event was provided.